Event description:
It was reported that a patient experienced abdominal pain and cloudy effluent fluid coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for these events and treated with unreported oral antibiotics (frequency unknown). The cause of the abdominal pain and cloudy effluent fluid is unknown. At the time of this report, the patient had discontinued antibiotic therapy and recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.